Event description:
According to the reporter, during a gastric bypass procedure, when the user proceeded to fire, the user was able to press the green activation button, the surgeon was able to squeeze the handle, and it remained stuck. The reload was blocked when fired (there was no stapling or cutting). A new adapter, shell, and reload were used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Concomitant products: sigpshell, sig power sigpshell control shell, (lot #n4d2155y) egia45amt, egia45amt egia 45 artic med thick sulu, (lot #n3j1920y) sigphandle, sig power sigphandle handle, (sn: (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.